Manufacturer narrative:
Qn#(B)(4). The customer report of a catheter cut/torn could not be confirmed through investigation of the returned sample. The customer returned one 2-l catheter for analysis. No definite signs of use were observed. Visual analysis of the catheter revealed no obvious defects or anomalies. The overall length of the catheter measured 215mm (via calibrated ruler which was within the specification limits of 207mm - 227mm per the catheter product drawing. The outer diameter (od) of the catheter measured 2.445mm via calibrated micrometer which was within the specification limits of 2.36mm - 2.46mm per the catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter was flushed using a lab inventory syringe, and no leaks were identified. The returned catheter was then tested per bs en iso which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test confirmed that both extension lines were secure within their respective luer hubs. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found on the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: the catheter was found to be torn during use on patient. Additional information has been requested from the account.

Event description:
It was reported that: the catheter was found to be torn during use on patient. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).